Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter alleged the following: patient's blood glucose has been continuously high and at time of this event was experiencing bg reading "high" on meter and was taken to the emergency room due to symptoms of trace ketones, frequent urination, extreme thirst, and numbness in legs. Patient was admitted to hospital for 2 days. Reporter is insistent that the pump is not calculating boluses correctly and that the pump has extra bolus records. This complaint is being reported as the alleged issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 3/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the pump settings confirmed the insulin to carb ratio was set to 1:10. The insulin sensitivity factor was set to 50 mg/dl. Using patient settings, performed ezcarb bolus for 100 carbs at target bg; the pump correctly calculated a 10 unit bolus. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Pump was tested for delivery accuracy during investigation and was found to be within specifications. Battery compartment crack below the bumper traveling toward the case seal.